Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 202 mg/dl and 84 mg/dl, 248 mg/dl and 84 mg/dl the comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported that during a hand-assisted colectomy procedure, the device was fired at the distal end of the colon when the staples in the middle of the staple line did not form all the way. One leg on a few staples did not form. A leak test was performed and did not show a leak. The surgeon over sewed the staple line. Suture was used to complete the procedure. The patient is still on the table and no adverse consequences reported. Additional information received on 6/1/2010: surgeon indicated that the malformed staples were present at the crotch of the stapler and center of the staple line. The staples were more on the right side when looking down on the anvil.